Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for multiple assays on the cobas 6000 e 601 module (e601) for one patient sample. Of the data provided, the patient only had an erroneous result for the elecsys estradiol iii assay (e2) that was reported outside of the laboratory. An aliquot of the sample in a false bottom tube initially resulted as 2648 pg/ml and this value was reported outside of the laboratory to the doctor. The doctor questioned the result, so the sample was repeated. The primary tube of the sample was aliquoted into a new false bottom tube and repeated, resulting as 14.24 pg/ml. The first false bottom tube aliquot of the sample was repeated, resulting as 2830 pg/ml. The sample from this false bottom tube was aliquoted into a cup and repeated, resulting as 2900 pg/ml. A new sample was collected from the patient and tested, resulting as18.14 pg/ml. This results was believed to be correct. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number was 25257801, with an expiration date of 31-jul-2018.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The last calibration for the e2 test occurred on (B)(4) 2017 and was within expectations. Calibration at the time of the event was outdated. Quality controls were within range. A sample mix up could be possible because a photograph of the new sample collected from the patient had two barcodes that were visible and the instrument could scan the incorrect barcode. The centrifugation speed may have been too high and the centrifugation time may have been insufficient. Possible root causes for this event may be sample quality, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.